Event description:
It was reported that the screen of the external pulse generator (epg) could not be adjusted, both messages on the screen remained after adjustment. The battery was then placed in reverse polarity by the user, the device functioned normally after battery was placed in correct polarity, so the user decided not to return the device to the manufacturer. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).